Event description:
(B)(6) used our product and self-diagnosed his perforated ear drum. At the time of contacting eosera (B)(6) 2022 he stated he is fine now. He stated that he had seen a doctor who confirmed his perforated ear drum. He had also stated he used it on his children who had no problems. Upon medical safety follow-up call on 12/04/2022 by our medical safety officer, (B)(6) repeated that he had no further problems.

Manufacturer narrative:
Ear syringing is a common clinical procedure in primary health care and there are many at home syringes avaliable.